Event description:
During follow up with a home patient's nurse regarding an unrelated report, baxter's product surveillance department was notified that the home patient had experienced an aggressive peritonitis episode. Reportedly, on august 2004, the home patient was diagnosed with peritonitis after presenting to the clinic with abdominal pain and cloudy effluent. The home patient was treated with vancomycin 2g, intraperitoneal (ip), once daily for two weeks and a 500mg loading dose of levaquin, followed by 250mg, orally, once every other day for two weeks. Per the home patient's nurse, the home patient did not fully recover from this episode and the presence of an infection was confirmed again on 10/2004. Reportedly, the home patient presented to the clinic with abdominal pain and cloudy effluent. The home patient was treated with a 2g loading dose of flucytosine, oral, and was advised to administer 200mg diflucan, oral, daily for 4-6 weeks and 1g flucytosine, oral, daily for 4-6 weeks. The peritonitis symptoms continued and the home patient was subsequently hospitalized on 12/2004. The home patient was released in 5 days and re-admitted in 7 days for complications from the antibiotics being used to treat the on-going peritonitis. The home patient's nurse reports that the home patient never fully recovered from this episode and on 01/2005 the home patient experienced nausea and vomiting and noted that home patient's effluent was cloudy. Healthcare professionals confirmed the presence of an infection. In one week, the home patient's peritoneal catheter reportedly "fell out" and the home patient was subsequently transferred to hemodialysis. The home patient was released from the hospital on 02/2005. The home patient's nurse reported that she has no information relative to the treatment that the home patient received while hospitalized (12/2004 - 02/2005). The nurse reported that while the home patient is visually impaired, there was no known break in aseptic technique.